Manufacturer narrative:
Unit had multiple spanish software alarms in the alarm history screen. Alarms due to corrupted history file. Unit was unable to download to carelink product due to corrupted history file. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump information is unable to be uploaded to carelink and that there is only two weeks of data in the history. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer that the device would be replaced and to return the product for analysis. No further information was given.